Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of around 400 mg/dl. The mother of the customer reported several no delivery alarms from the insulin pump. It was reported that the no delivery alarms were recurring once a week. Troubleshooting was done. The customer was advised to change the entire infusion set. The customer was advised to monitor the insulin pump and to call if the problem persists. No additional information was provided.